Event description:
It was reported that the pt was having very little therapeutic effect. The pt experienced a shocking or jolting sensation when sitting down. The stimulation was in the wrong location. It was in his hip and leg. He felt the stimulation on his pelvic bone and it was very painful. He has had to turn the stimulation off to relieve the pain. An x-ray confirmed proper device placement. It was noted that the pt experienced good therapeutic benefit during the trial phase. The healthcare provider confirmed that the pt experienced a slight shocking sensation. An x-ray showed correct device placement. The pt was instructed on how to use his pt programmer and how to change the programs himself. No pt injuries were reported.